Event description:
It was reported that the eztec leg length guide was used during the case to measure the patients leg length prior to dislocating the hip and used as a guide to make sure it was reproduced. The guide itself was stuck when trying to maneuver the pieces to allow it to lock into place once measurement was taken. As it got stuck, the surgeon was unable to use it for the remainder of the case to confirm it he reproduced the right length and offset surgery was not delayed due to the reported event.

Manufacturer narrative:
Product complaint (b)(40. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.